Event description:
The machine was tested before the patient was induced. The machine stopped working after it was running for awhile. The patient was already asleep when equipment failed. It happened before the surgical prep of the area. Case aborted by md. Patient was transferred to pacu.what was the original intended procedure?cystoscopy cryoablation of prostate.device #1is this a laboratory device or laboratory test?no.